Manufacturer narrative:
One cadd ms3 pump was returned for analysis. Functional and visual testing was performed. The customer's stated complaint was unable to be duplicated. During testing, the device did not loose any programming. The device passed all functional tests and ran the program for an extended period of time with no issues occurring. Therefore, no problem found with the issue. However, it was recommended to install software as preventive measure.

Event description:
Information was received indicating that cadd ms3 pump lost programming. There were no adverse events reported.